Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the ht70 ventilator's internal battery would not charge. The device was available for evaluation. The service personnel (sp) inspected the, confirmed the reported issue, and replaced the control board. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One control board was returned for analysis. A visual inspection of the unit found thermal damage to c92 capacitor. The capacitor was found to have been internally shorted. If a failure of c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of power/ventilation for the unit. The cause of the event was isolated to a faulty c92 capacitor on the control board. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator's internal battery would not charge. The ventilator was not in use on a patient at the time of the reported event.